Event description:
It was reported that the sonic ctrl serrated agg knife was being used in a procedure when the tip caught the dura resulting it needing to be stitched. The procedure was completed successfully with no other patient or user injuries or adverse consequences.

Manufacturer narrative:
Device discarded by user facility.